Event description:
It was reported that the patient had a possible infection.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1216 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-2218-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-3138-35 sn: (B)(6). The returned lead extension was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-3138-35 sn: (B)(6). The returned lead extension was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was suspected of an infection. Additional information was received that the patient having redness at the midline incision. The patient underwent a complete system explant and was doing well postoperatively. All explanted devices were not returned. Additional information was received that the physician did not believe that the infection was device related. Cultures were taken and the result showed methicillin-resistant staphylococcus aureus (mrsa).

Event description:
It was reported that the patient was suspected of an infection. Additional information was received that the patient having redness at the midline incision. The patient underwent a complete system explant and was doing well postoperatively. All explanted devices were not returned. Additional information was received that the physician did not believe that the infection was device related.

Event description:
It was reported that the patient was suspected of an infection. Additional information was received that the patient having redness at the midline incision. The patient underwent a complete system explant and was doing well postoperatively. All explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5091063/7107353. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7047249/7074211.